Manufacturer narrative:
Additional information was received on (B)(6)2020 which provided the product information for the concomitant products updating them from unk_lasso to 7fr def lassonav sh,12p,15mm,d and unk_soundstar to soundstar eco sms 8f catheter. Therefore, updated section ¿d11. Concomitant medical products and therapy dates¿. In addition, clarification was received on the event on (B)(6)2020 that the only other catheter that was in the left atrium at the time besides the thermocool® smart touch® sf bi-directional navigation catheter was the 7fr def lassonav sh,12p,15mm,d. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Investigation summary: it was reported that a 61-year-old male patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter.ablation was delivered about 14 minutes and 30 seconds. The physician was ablating around the left pulmonary vein, the patient had different anatomy where the appendage was very close to the vein. The patient had an arterial line and there was a sudden drop in blood pressure from 90/50-60 to 60/40. Cardiac tamponade was confirmed by the ice soundstar catheter and fluoroscopy. Remainder of the procedure was aborted. Pericardiocentesis was performed to remove 1l of fluid from the pericardial space and was re-inserted to the patient via groin sheath. 330ml was removed and remained in the drainage bag. Patient¿s condition improved after pericardial drainage; the blood pressure returned to normal. The patient was transferred to another hospital for overnight monitoring. The current facility does not have open heart surgical team available and the physician wanted to transfer the patient to a facility that had the open-heart option available as a preventative measure. It is unknown at the time if extended hospitalization was required as a result of the adverse event. Patient¿s current status is also unknown. The device was visually inspected and it was found in good conditions. The magnetic, temperature and force features were tested and no issues were observed. In addition, the catheter was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed and no internal actions related to the reported complaint were identified. The customer complaint cannot be confirmed. The catheter passed all specifications. The root cause of the adverse event remains unknown. The instructions for use states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. A manufacturing record evaluation was performed for the finished device 30310459m number, and no internal actions related to the complaint was found during the review. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a (B)(6) year old male patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. Ablation was delivered about 14 minutes and 30 seconds. The physician was ablating around the left pulmonary vein, the patient had different anatomy where the appendage was very close to the vein. The patient had an arterial line and there was a sudden drop in blood pressure from 90/50-60 to 60/40. Cardiac tamponade was confirmed by the ice soundstar catheter and fluoroscopy. Reminder of the procedure was aborted. Pericardiocentesis was performed to remove 1l of fluid from the pericardial space and was re-inserted to the patient via groin sheath. 330ml was removed and remained in the drainage bag. Patient¿s condition improved after pericardial drainage; the blood pressure returned to normal. The patient was transferred to another hospital for overnight monitoring. The current facility does not have open heart surgical team available and the physician wanted to transfer the patient to a facility that had the open-heart option available as a preventative measure. It is unknown at the time if extended hospitalization was required as a result of the adverse event. Patient¿s current status is also unknown. Physician¿s opinion regarding the cause of the adverse event is that it was procedure related. No biosense webster, inc. Product malfunctions were reported. Transseptal puncture was performed with a baylis transseptal needle. No spike on the impedance nor steam pop during the ablation occurred. A maximum of 45 watts was used during the procedure. The catheter flow was set within recommended settings: 15ml/min for 35-45 watts. No error messages were observed on any biosense webster, inc. Equipment. The force visualization features used included graph, dashboard and vector. There was a ep et boston scientific catheter, lasso catheter, ice soundstar catheter and the thermocool® smart touch® sf bi-directional navigation catheter in the patient¿s body at the time of the incident.